Manufacturer narrative:
(B)(4). The patient continues therapy using the homechoice device. The device will not be returned for evaluation. No further information is available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. The reported issue was not confirmed. The assignable cause was undetermined. The event history, device history, and service history review were not performed as the information was not available.

Event description:
Initially, the caregiver called for assistance with a check patient line alarm which was resolved over the phone. During a follow up call on (B)(6) 2012, the cg stated that the home patient (hp) was unable to complete therapy that day as the hp had a heart attack and was taken to the hospital. The cg stated the hp was doing therapy in the hospital and that they didn't believe that the peritoneal dialysis (pd) therapy was related to the heart attack. The cg stated that the hospital was sending the hp home for hospice care as they could no longer do anything regarding the heart issues. Spoke with facility nurse on (B)(6) 2012 and she provided the following information: the nurse confirmed the patient had experienced a heart attack unrelated to the baxter device, solutions or disposables. The patient was hospitalized. The patient was discharged on (B)(6) 2012 and recovering from the event. The patient has continued peritoneal dialysis therapy and use of the homechoice device. It is unknown what labs or procedures were performed during the hospitalization. It is unknown what interventions were required.